Event description:
Pt was revised from uni to total knee to address loosening and poly wear of the all-poly tibial component, and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history record and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening and polyethylene wear without the device to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.